Event description:
The ventilator spontaneously restarted while critically ill patient was connected to it. Patient was being suctioned by nursing staff when alarm sounded. Alarm log states "ventilator unit restarted". The patient was on continuous etco2 monitoring through the ventilator.